Event description:
It was reported that the spinal cord stimulation (scs) lead migrated. Although the patient continued to experience stimulation coverage, the level of pain relief was reduced compared to prior therapy effectiveness. As part of the intervention, the migrated scs lead was replaced. Postoperatively, the patient was reported to be doing well. The explanted lead will not be returned for analysis, as device return is not permitted under the surgical centers policy.

Manufacturer narrative:
Block b3: approximated based on the month ((B)(6) 2026) provided by sales employee. Block d.2b; additional applicable product codes: qrb.